Event description:
According to the info provided on the user facility medwatch, a total of 14 screws and 1 plate were explanted. Only 11 screws and 1 plate were confirmed as synthes¿ devices. (Reference catalog numbers listed on user facility medwatch). As per the initial reporter from the user facility, the remaining 3 screws could not be verified as synthes¿ devices. The initial reporter was unable to confirm how many screws were loose and the associated catalog numbers. A total of 8 screws were identified as broken, however, the initial reporter was unable to confirm the associated catalog numbers of the broken screws. This is the 3rd of 12 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. User facility medwatch ¿ should be ¿4.5mm cortex screw¿.